Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they heard their device alarm and it was determined one of the leads had a "short" or had "worn out." It was decided to turn the device off and not replace the lead. No patient complications have been reported as a result of this event.